Event description:
The customer stated they generated elevated magnesium results for one patient specimen while using the architect c16000 analyzer. The customer indicated an initial magnesium result of 3.49 mmol/l and a repeat magnesium result of 0.92 mmol/l. The customer also indicated they observed controls out of range during the timeframe they generated the elevated magnesium result. The falsely elevated magnesium result was not reported outside the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, service history, a search for similar complaints, and a review of labeling. The customers service history, preventative maintenance, was up to date. The complaint review did not identify any problems relating to the customer issue, discrepant high assay results. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect 16000 process module (list number (B)(4)), was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is completed. No consequences or impact to patient; (B)(4). High test results; (B)(4).